Event description:
The medical technician reported to the fse that an error occurred on 09/27/2024. The complaint reports that there were missing curves on the standalone iacs, and that the malfunction would reoccur. It was reported that the information can't be seen on the central, and there is no alarm heard or seen. There is reportedly no alarm of the disconnection. There was no report of adverse patient impact or death.

Manufacturer narrative:
The logs were reviewed by draeger, the reported disconnects were confirmed. The m500 docking station was found to have the incorrect firmware (fw) version at 4.2. The field service technician (fse) upgraded the firmware to fw5.0. On the m500. The disconnect issue then reoccurred in october. When the fse attempted to retrieve the logs there was an error, and the logs could not be retrieved. As no further logs were available for review, the root cause of the reoccurrence could not be determined. The customer downgraded to vg7.1.1, and the fse stated that he would follow up with the customer to see if this issue continued. As of december, there have been no further issues reported.

Event description:
The medical technician reported to the fse that an error occurred on 09/27/2024. The complaint reports that there were missing curves on the standalone iacs, and that the malfunction would reoccur. It was reported that the information can't be seen on the central, and there is no alarm heard or seen. There is reportedly no alarm of the disconnection. There was no report of adverse patient impact or death.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.